Manufacturer narrative:
The carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were conducted following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized; however, error 7 was displayed on the screen. A a microscopic examination revealed a little hole near an electrode exposing internal components in the tip area. This could be related to the reported event. The potential cause of the damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device number lot 00002541 and no internal action related to the complaint was found during the review.. The current leakage issue reported by the customer was confirmed. The device instructions for use contain the following recommendations: using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Place the sheath in a sterile work area. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. The carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large for which biosense webster¿s product analysis lab (pal) identified a little hole near an electrode exposing internal components in the tip area. Initially, it was reported that a current leakage error (unknown code) was displayed on the carto 3 system. The cable was replaced with no resolution. The port was changed from the deca port to 20 pole b and the issue persisted. When the vizigo sheath was replaced, the issue was resolved. No adverse patient consequence was reported. The current leakage issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, a broken tip was observed which was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2024.